Manufacturer narrative:
Updated h6: updated investigation findings code to c20, code c24 was inadvertently entered and should be removed. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred.

Event description:
The following article was reviewed: pitros, c.f., efthymiou, f.o. Tsimpoukis, a.l. Dimitroukas, c.p., zampakis, p.e., moulakakis, k.g., panayiotakis, g.s. And kakkos, s.k. (2023). Current clinical knowledge on gore excluder conformable abdominal aortic aneurysm repair endoprosthesis: a case series and literature review, vasc specialist int 39:15. Https://doi.org/10.5758/vsi.230019. This was a case study of patients undergoing treatment for abdominal aortic aneurysm [aaa]. Gore® excluder® conformable aaa endoprosthesis [cexc] (w. L. Gore and associates) was deployed in 5 caucasian male patients at the department of vascular surgery at the university hospital of patras between november 2021 and january 2022. All patients had infrarenal aneurysms, including an urgent patient with a ruptured aaa. In patient 5, at the 30-day follow-up using cta, the patient was diagnosed with a type ib endoleak of the right iliac artery with no significant sac enlargement (<5 mm), which required reintervention. An excluder limb endoprosthesis was implanted in the right common iliac artery with technical and clinical success. During the 3-month follow-up, no endoleaks were reported on cta.

Manufacturer narrative:
Gore has made multiple attempts to requested device identification and other patient related data from the corresponding author. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. The device remains implanted in the patient, therefore, a device evaluation could not be performed. This complaint was initiated based on a reviewed literature article, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. Patient 4 in this article is reported with gore reference number (B)(4). Per the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.